Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted that the pacemaker exhibited oversensing on the atrial channel and undersensing on the ventricular channel. Programming changes were made. The patient was in stable condition.